Manufacturer narrative:
The customer returned the suspected contour meter and contour test strips from lot # 9ej3b03b for evaluation. The returned meter was tested with the returned test strips, which produced readings below the acceptable range. Therefore, the in-house test strips from lot # 9ej3b03b were tested with the returned meter, which gave a satisfactory performance. Prior to testing with the returned test strips, they were examined under the microscope which showed that the returned test strips contained no reagent. Since the in-house test strips gave acceptable results, it is possible that the returned test strips were damaged due to the customer misuse after they left the manufacturer's control. The customer returned the suspected contour test strips for evaluation. Based on the information received, common device name in section d2, model #, lot #, expiration date, and unique identification number in section d4, manufacturing site address in section g1 (continued), device manufacture date in section h4, and labeled for single use in section h5 have been updated to reflect the test strips information.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. Section was left blank as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00387.

Event description:
The customer reported that he obtained blood glucose readings of 265 mg/dl, 43 mg/dl and 280 mg/dl within 10 minutes on the contour meter. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer declined to return the device. Therefore, the device is not expected to be returned for evaluation. Replacement meter kit and test strips were sent to the customer.